Event description:
It was reported that the patient was being revised on the left hip for unknown reasons.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown anato stem. Additionally an unknown head and liner were also noted in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained devices.